Event description:
Pt for ptca and stent placement right coronary artery. When stent deployed and lumen inflated, balloon burst. Broken balloon snagged with stent and removed. Fragment from distal end unable to be removed stented to wall.